Event description:
Information was received that there is a concern with cuff inflation with the pilot balloon luer connector of a smiths medical tracheostomy tube. When attaching syringe to the adapter, the syringe was unable to be removed. The adapter came off and water leaked. It was reported to have occured while in use with a patient, and a tracheostomy tube change out occurred,with no injury resulting to the patient.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found the valve to be detached from the pilot balloon. Device underwent functional testing by introducing valve inside the balloon; it was noted that the valve lip was not assembled completely inside it. And upon removal, the valve was separated from the balloon. When valve was introduced inside the balloon ensuring valve lip was assembled completely inside, then when removed, the valve was unable to be separated from the balloon. The reported customer complaint has been approved, and the problem source has been determined to be manufacturing- production personnel did not assemble the valve lip inside the balloon.